Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report high blood glucose levels of 450 mg/dl. The customer's blood glucose level at time of call was 174 mg/dl. The customer reported having symptoms but was unable to describe them. The customer treated with a manual injection. The customer was advised to monitor their symptoms and device. The device was working as designed and the product was not returned for analysis.